Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported issue with sensor. The customer reported that when put the sensor, it could not connect and recharge. The customer reported that when she change the sensor, she noticed that the sensor cannula was attached to part of the sensor. The customer stated that she will go to the hospital due to ear and nose infection. Sensor will not be returned for analysis. Blood glucose level was 3.2 mmol/l.